Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks at various episodes. The patient did not have symptoms before the device therapy. The shock channel morphology is not significantly different when rhythm is detected in tachy zone versus slower beats earlier. Programming and medication change was recommended. The ICD remains in service. No additional adverse patient effects were reported.